Manufacturer narrative:
G3. Updated correct date MFR received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the CT had not yet been scheduled. The pump alarming was not heard by the healthcare provider or others. The cause of the patient having heard their pump beeping every 4 hours but no alarm was seen in the logs was not determined. No further actions were taken. It was unknown if the event/alarm resolved. The pump remained implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the CT had not yet been scheduled. The pump alarming was not heard by the healthcare provider or others. The cause of the patient having heard their pump beeping every 4 hours but no alarm was seen in the logs was not determined. No further actions were taken. It was unknown if the event/alarm resolved. The pump remained implanted.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2mg/ml at 237,8ug/day) via an implantable pump. It was reported that pump replacement occurred on (B)(6) 2026. The pump was beeping (alarming) every 4 hours. There were no known external factors that may have led or contributed to the issue. No troubleshooting had been performed. The patient was to visit the hospital on (B)(6) 2026, and at which time the pump was to be interrogated. The issue was not resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available. 2026-mar-27 (B)(4) (for, hcp, rep): additional information was received from a foreign healthcare provider via a company representative on 2026-mar-27. The patient came again to the clinic and reported that the pump was still beeping. They interrogated the pump and got the protocols / pump log, and there was no signs of a triggered pump alarm or event found in log that would have caused an alarm. The healthcare provider adjusted the daily flow to plus 5%. The healthcare provider decided that maybe a CT control should be made to check the connections of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.